Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage. The following information was provided by the initial reporter: material #: 2420-0500; batch/ lot #: 20106802. Primary rn was switching the IV fluid bag into a new one and removed the IV tubing from the IV pump. After she spiked the new IV bag, she was placing the IV tubing back into the pump and found the IV tubing was leaking and spraying fluid from the tubing just below the blue connector that attaches to the IV pump. The tubing is removed from the pump and inspected, noted that there is a leak and fluid will spray from the tubing when it is stretched as it is attempted to be attached to the pump. The IV tubing is removed and replaced with a new one, sequestered and placed in a bag in the 5 east leads office unfortunately, the original packaging has been thrown in the trash before the event and cannot be determined which is the original packaging.

Manufacturer narrative:
H6: investigation: no product or photo was returned by the customer. The customer complaint of IV tubing was leaking and spraying fluid from the tubing just below the blue connector that attaches to the IV pump could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20106802 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20106802 regarding item #2420-0500.

Manufacturer narrative:
The customer's address is unknown: ¿(B)(6) has been used as a default.¿ FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw5100061. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20106802. Primary rn was switching the IV fluid bag into a new one and removed the IV tubing from the IV pump. After she spiked the new IV bag, she was placing the IV tubing back into the pump and found the IV tubing was leaking and spraying fluid from the tubing just below the blue connector that attaches to the IV pump. The tubing is removed from the pump and inspected, noted that there is a leak and fluid will spray from the tubing when it is stretched as it is attempted to be attached to the pump. The IV tubing is removed and replaced with a new one, sequestered and placed in a bag in the 5 east leads office unfortunately, the original packaging has been thrown in the trash before the event and cannot be determined which is the original packaging.